Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported elevated blood glucose in the range of 200-300 mg/dl due to bent infusion cannulas. Normal blood glucose is 130-165 mg/dl. Pt treated hyperglycemia by changing the infusion set. Infusion headsets were inserted manually. Pt used the infusion set for 1-2 days before her blood glucose elevated. At that point, she would remove the headset and notice the cannula was bent. Pt started using this type of infusion set in (B)(6) 2011, and experienced this concern with each infusion set from that box. Product was replaced. Alleged infusion sets were not available to return for eval. The pt did not require treatment from a health care professional or second party to address the issue.